Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display on the insulin pump. Troubleshooting for blank display was performed. Customer was advised a replacement battery cap will be sent out. Customer was advised to revert to a backup plan until the battery cap arrives.